Event description:
It has been reported to MFR that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inserted the stent delivery catheter onto the system. The physician inflated the occlusion balloon to 5mm to occlude the vessel. The physician was about to deploy the stent and looked on the fluoroscope and noticed the occlusion balloon had deflated. The physician decided to continue the case, because the stent delivery catheter was already in place to be deployed. The case was successfully completed without protection in place.